Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event date was changed to (B)(6) 2025 to reflect the date when instrument was first found to be defective on MFR report number. H10 was updated to include MFR report number 2955842-2025-17831.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.